Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a kinked guide wire. The guide wire shows evidence of use. A probable cause of the guide wire kinking cannot be determined from the photo and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit includes the following warnings and cautions for the user: "do not alter catheter or any kit/set components during insertion, use or removal." "Precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire kinked; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire and the needle were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the needle was inserted by the rrt with a good flash. The guidewire was threaded without difficulty and advanced the catheter along the guidewire. When attempting to withdraw the needle from the catheter, the needle became lodged about halfway out of the catheter. Significant difficulty with withdrawing the needle and the catheter from the patient's wrist. The catheter and guidewire appeared bent to a 90 degree once removed. No patient injury reported. No intervention required. The device was removed by rrt.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the needle was inserted by the rrt with a good flash. The guidewire was threaded without difficulty and advanced the catheter along the guidewire. When attempting to withdraw the needle from the catheter, the needle became lodged about halfway out of the catheter. Significant difficulty with withdrawing the needle and the catheter from the patient's wrist. The catheter and guidewire appeared bent to a 90 degree once removed. No patient injury reported. No intervention required. The device was removed by rrt.